Manufacturer narrative:
Date of event is estimated. Initial reporter phone number: (B)(6).

Event description:
It was reported that the patient was experiencing pain at the ipg site. It was noted that the ipg has tilted, facing out and causing discomfort. As a result, the patient may undergo surgical intervention to address the issue.

Event description:
Additional information received indicates that the patient underwent surgical intervention on (B)(6) 2024 during which the ipg was repositioned to address the issue with no complications.

Manufacturer narrative:
It was reported to abbott, during a programming session, a patient complained of pocket site discomfort. The ipg has gone form lying flat to moving horizontal so that the thin edge is facing out causing discomfort to the patient. Surgery took place where the ipg was repositioned without complications. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.